Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was defective was confirmed. It was found that the motor did not turn as it was corroded. The o-rings were also found to be defective. The resistance values of the keypad of the hand control set and the protective earth resistance of the motor cable were out of range. The device was modified, the motor, motor cable and the hand control set were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn. It is also possible that the o-rings were damaged by the customer during the cleaning process. However, given the information provided we cannot discern a definitive root cause for the same, along with that for the defective keypad of the hand control set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/04/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported via email by service that the handpiece is defective. No further info available.